Manufacturer narrative:
Examination of the returned instrument confirms the reported observation. The root cause is attributed to wear out and misuse. The leaf spring is visibly bent and the instrument has been heavily and inappropriately impacted on all sides. The device was manufactured in (B)(6) 2009 and is more than six years into distribution. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The broach handle loosened and will not securely grab the broach.